Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a device manufacturer representative (rep) regarding a patient who was receiving 15 mg/ml dilaudid at minimum rate via an implantable pump for non-malignant pain and chronic low back pain. It was reported that the patient had their last refill on (B)(6) 2017 and it was noted it showed 2 months until eri. A replacement was scheduled for (B)(6) 2017 and it was noted that the patient's healthcare provider (hcp) kept the patient's pump programmed to 6.5 mg/day when they left the refill. When the patient came in for their pump replacement on (B)(6) 2017, the logs showed the pump was set to a minimum rate and a safe state and low battery reset had occurred on (B)(6) 2017. It was stated that the patient did not have any withdrawals or any other symptoms. The pump would not be returned since the patient already had a new pump in place. It was confirmed there were no issues with the pump replacement and the patient was now set at 1 mg/day and the hcp would titrate the patient's dose back up to 6.5 mg/day based on how well the patient tolerated it.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative on (B)(6) 2017 reported the healthcare professional reported the event to them as the patient would not know this information. No further complications were reported/anticipated.